Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging. Technical support planned to follow up.